Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the device was broken at the tip. It was found before the day of surgery so a new part was ordered before the procedure. This is report 1 of 1 for (B)(6).

Manufacturer narrative:
Implant and explant dates: device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.